Event description:
It is being reported through our rep that the surgeon has recently had 6 cases where the pts have experienced some sort of reaction 2 to 3 weeks post-operatively. Each of the six pts underwent an acl reconstruction with the use of 2 milagro screws each for fixation. At a post-operative office visit, the pa noted that there was swelling around the subject knee and was warm to the touch. Fluid removed via a syringe, some of the pts had elevated white blood cell count, and 2 of the pts had to have their knee re-visited and washed out. At this point in time, this is all of the info that our rep has been able to get. The rep is making outreaches to the surgeon and staff for further info, details and clarity. See also associated mdrs 1221934-2009-00476, 1221934-2009-00477, 1221934-2009-00478, 1221934-2009-00479, 1221934-2009-00480, 1221934-2009-00481, 1221934-2009-00483, 1221934-2009-00484, 1221934-2009-00485, 1221934-2009-00486, and 1221934-2009-00487.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.